Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx1534 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the dilator had a plastic burr on the end. It was stated the patient complained of pain during insertion, when the rn removed the dilator the burr got caught on the patient's skin. Another dilator was used to complete the procedure.